Manufacturer narrative:
It was reported that "manifold setting including with the syringe are constantly coming loose". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Manifold and syringe connection issue.

Manufacturer narrative:
It was originally reported that there was physician concern about the syringe-manifold connection issue "becoming unsafe for the patient due to introducing air." To date, no report of death, serious injury, medical intervention, follow-up care, or other adverse health impact has been received in relation to this reportable event. Additional updates made to: e1, h6.